Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the criteria for the right ventricular lead integrity alert were met, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant products: 5076, lead, implanted: (B)(6) 2006.

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) was triggered for oversensing and noise of short v-v intervals and episodes of non-sustained ventricular tachycardia due to a possible fracture. In addition, the lead exhibited high impedance. The rv lead therapies were disabled and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.